Manufacturer narrative:
Complaint investigation resulted in the following answers: note: (B)(4) has a very large fleet of noa beds with their technicians being highly trained. For this reason noa did not request the bed returned and relied (B)(4) inspection. Conclusions: it is not possible for bed to go into t/rt angle greater than 16 degrees. The bed could move if one button at a time is accidently pressed. The hosp has issued staff instructions to secure foot end handset consistent with service manual.

Event description:
(B)(4). "On the day of the event the pt was lying in a (B)(4) low bed that began rising up and lowering, then moved into a trendelenburg position by itself. The pt was found at 80 degree angle and was moved to a regular bed with mats. Pt was not harmed by the event. The (B)(4) bed was returned to the rental company, who inspected it and found no electrical problems, wiring problems, or shorts, no electrical current leaks. This model of the beds has 2 hand controls, one at the foot of the bed."